Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the pacemaker was unable to interrogate. The technical team was contacted, and as a result, the pacemaker was successfully interrogated. The patient was in stable condition.